Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc (bec) that the coulter lh 780 hematology analyzer was giving reticulocyte (retic) overrange (+++) on background and retic flowcell clog retic (retic :::) error messages on quality control (qc) results. Customer reported that they observed a pool of clear fluid below pump pm6. Customer reported that the volume of the leak was 2 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the cut tubing on valve vl95.